Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension, product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The patient reported their system was removed sometime in 2009. The reason for the explant was because the leads were misplaced in their thoracic area. The misplacement led to them having to have reprogramming because the stimulation was not reaching the desired location in their lower leg and ankle area. The patient is now on a high dose of fentynal patches for their pain among other medication. The indication for use was for complex regional pain syndrome type I. No outcome was reported however additional information has been requested. If received, a follow-up report will be sent.